Manufacturer narrative:
Insulin pump unable to prime during prime test due to faulty force sensor (gold). No compromised force sensor alarm noted. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched display window.this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call, that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 494 mg/dl. Treated with a bolus. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.